Manufacturer narrative:
(B)(4). Device evaluation: results- a sample is not available for investigation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion- without a sample, an absolute root cause for this incident cannot be determined. If a sample is returned in the future, a investigation will be performed and a supplemental report filed.

Event description:
It was reported that at 1530 hours, when the patient returned from adc, the primary nurse found the IV line disconnected from the patient and the end of the line was capped off with an unused 18 g x 1 1/2 in. Bd blunt fill needle. When the nurse went to take off the suspect device to reconnect the patient to the IV fluids, the cap of the device was "sticking". Once the cap came off the device, the blunt needle remained on the luer lock of the IV tubing and the nurse was accidentally stuck in her left thumb. The nurse described the wound as a papercut and states the skin was punctured and bled for a few minutes. She reports at the time of the incident, she did not see any blood in the IV tubing. She does report that blood had backed up to the luer lock earlier in the day. The nurse was seen by the ed md who did post exposure lab work but labs were not drawn on the source patient "as needle was not in (the) client, the risk is negligible". The nurse was given tdap.